Event description:
It was reported that a malfunction occurred. There was no additional information regarding any adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, but the malfunction code recurred. Technical support arranged for the pump to be replaced, ensured the customer would use multiple daily injections as backup therapy, and confirmed the pump was under warranty. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, understanding and acknowledging all instructions provided.